Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was unable to view. A technical support specialist (tss) accessed the server and reviewed the example patient visit. The tss then accessed the station and confirmed that the patient was visible under the facility search but not under all available patients list. After consultation, it was determined that the operating room station had the show preadmission setting enabled, while the post anesthesia care unit station did not. The customer confirmed that active visits were now visible and approved closure of the case. The tss advised testing the same setting on the post anesthesia care unit station to allow visibility of patients in pre admission status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient information was not visible on the station, and multiple patients were missing from the patient list. The patient list was not syncing or crossing over to the station. The customer entered patient information and saved it to ephi; however, the issue persisted. The customer attempted to reboot the station, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. There were no adverse events or injuries reported based on this event.